Event description:
Additional information was received indicating the device was explanted and replaced to resolve the event. The patient was in stable condition.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that, during an in-clinic follow-up, it was noted that the device battery had depleted rapidly. The suspected cause of the rapid depletion was premature battery depletion. No intervention has been performed at this time. The patient was stable.